Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator being prepared for use. The root cause was determined to be a defective control board which was replaced. After the replacement of the component no further issues were detected. No new CAPA was created as an existing CAPA: 2023_08_0095 is initiated to improve the control board. Hamilton medical ag complaint number: (B)(4). Follow-up 2: corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed for the self test at startup, alarmed, and switched to ambient. When this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. A continuous alarm was observable both visually and through hearing. Tf 444004 (voltage out of tolerance), te 283010 (noventilation after power fail). The device log files were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed for the self test at startup, alarmed, and switched to ambient. - when this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. - a continuous alarm was observable both visually and through hearing. Tf 444004 (voltage out of tolerance), te 283010 (noventilationafterpowerfail). - the device log files were provided to hamilton. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed for the self test at startup, alarmed, and switched to ambient. - when this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. - a continuous alarm was observable both visually and through hearing. Tf 444004 (voltage out of tolerance), te 283010 (noventilationafterpowerfail). - the device log files were provided to hamilton. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator being prepared for use. The root cause was determined to be a defective control board which was replaced. After the replacedment of the component no further issues were detected. No new CAPA was created as an existing CAPA_2023_08_0095 is initiated to improve the control board.